Manufacturer narrative:
Sample is reported to be available but has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 08-apr-2025. Has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the second of four reports. Refer to 9611594-2025-00077 for the first event. Refer to 9611594-2025-00079 for the third event. Refer to 9611594-2025-00080 for the fourth event. It was reported during a "push technique in the operating room on (B)(6) 2025 around noon, 30-minutes later, the procedure had gone well, and the patient was in recovery." The three anchoring pins were found to have fallen out (i.e. Less than 1 hour after the procedure). A new operation was performed and the "patient put back to sleep for three new anchors to be placed." There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30336093, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was returned for evaluation. The product packaging was not returned. The anchor contained the clear soft shell, base with locking clip and partial suture. The suture extended 1cm - 1.5cm from each side of the anchor. The ends were examined under magnification. The suture end on the side of the anchor opposite the locking clip appeared more jagged. The sample provided was evaluated confirming all three used gastrointestinal anchors with partial sutures. The needle assemblies were not returned. The actual complaint product was returned for evaluation. Root cause could not be determined. All information reasonably known as of 08-oct-2025. Has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.